Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer mentioned that he was in the hospital about a year ago for low blood glucose. Customer's blood glucose was 212 mg/dl at the time of the recent button error incident and 30 mg/dl when in the hospital. Troubleshooting found that the button error alarm could not be cleared and the keypad buttons are not responsive. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.